Event description:
Initial information received from a sales representative on behalf of a physician on 09/03/2009: a female (age unspecified) received treatment with poly-l-lactic acid (sculptra) on an unknown date. The patient who had very thin skin was injected with poly-l-lactic acid around the mouth area, but not into the lips. The patient upper lip was a little bit bruised; the physician thinks it's bruising. Concomitant medication and medical history were not provided. Additional information for sculptra (lot # and expiration date: not provided) from product technical complaint report case dated 2009, received on 09/16/2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional information received from a physician on 09/23/2009: received completed hcp data collection form. Physician reported the event started three months prior. Ten cc of poly-l-lactic acid were injected using 10 1cc syringes with 26 gauge needles for facial fat atrophy. Physician performed a slight massage at time and there was moderate swelling. During a follow up call the same day, patient described a fat lip and bruising. She still has a bluish discoloration of her upper lip and some painful lumps. Patient concomitant medications are ibandronate sodium (boniva), sumatriptan (imitrex), gabapentin, nabumetone, acetylsalicylic acid, amitriptyline hydrochloride (amitrip), escitalopram oxalate (lexapro), estrogens conjugated (premarin), vitamin e and b. Patient also has a medical history of irritable bowel syndrome. Patient's demographics were provided, dob, age, weight, height and gender. No further information reported.